Event description:
Customer reported 1 of 8645wl not alarming. No patient incident or injury was reported.

Manufacturer narrative:
Product was received and evaluated. Visual findings observed the sensor pins out of position. Evaluation found the unit does not detect sensor 2 when it is connected causing no audio prompt due to damaged sensor receptacle. Additionally, when sensor 1 is plugged in, the unit plays sensor attached followed immediately by sensor detached. If the failsafe is not working, it may not alert the caregiver if a sensor is disconnected or not working. A review of the device history record (DHR) of the affected serial number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The alarm passed all verification testing and met manufacturing specifications prior to being released for distribution. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).